Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed.

Event description:
The patient's mother reported on (B)(6) 2013 at 03:42 pm her daughter activated a new pod and her blood glucose and insulin history is as follows: time 05:36 pm, bg (mg/dl)307. At 10:30 am she was taken to the hospital and upon arrival, her bg result were 157 mg/dl with the hospital meter. She was admitted with large ketones and she was given fluids intravenously. The mother also stated that she doesn't believe that her daughter was placed on an insulin drip because she was still wearing the pod.